Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will follow up with cts when his insulin is room temperature. Cts will call customer back to load the cartridge with room temperature insulin. Customer to wait for insulin to become room temperature.there was no adverse impact to customer¿s blood glucose level.